Manufacturer narrative:
Tandem's pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was "high" mg/dl. A system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. Reportedly, the customer did not complete the air removal procedure prior to filling the cartridge. The customer primed the tubing to address the issue. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.